Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor compared to an unspecified result from a competitor meter. The customer experienced palpitations, sweating, and convulsions (seizure) however, the customer was able to self-treat (unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.